Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that atrial lead exhibited noise. Surgical procedures was done on (B)(6) 2020 where the atrial lead was extracted successfully and replaced with new atrial lead. The patient experienced no complications as a result of this procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in three pieces. Internal insulation abrasion was noted at 14.3 cm to 14.4 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise issue. The cause of the reported event was isolated to the inner insulation abrasion.